Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis treatment (tx) on 550 device stated transmembrane pressure reading on device was 0. Ultrafiltrate controller (ufc) recorded more fluid removed than goal set. No further information was available by facility regarding this event.